Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Khanna o, mouchtouris n, sweid a, et al. Transradial approach for acute stroke intervention: technical procedure and clinical outcomes. Stroke and vascular neurology. 2019;5(1):103-106. Doi:10.1136/svn-2019-000263. Medtronic literature review found a report of patient complications in association with thrombectomy procedures using a transradial approach. The thrombectomy itself can be performed via a range of devices available, including solitaire stent-retrieve (medtronic), riptide aspiration system (medtronic), penumbra system (penumbra), and embotrap (cerenovus). The purpose of this article was to retrospectively review outcomes in thrombectomy patients undergoing acute stroke interventions via transradial access. A total of 15 consecutive patients were included in the study (9 males and 6 females), and all patients were able to successfully undergo mechanical thrombectomy via radial artery access. The mean age was 72 years old (range: 59¿90). The article does not state any technical issues during use of the solitaire or riptide devices. The following intra- or post-procedural outcomes were noted: - 2 patients (13%) died during their hospitalization. - one patient incurred an iatrogenic vessel dissection during the procedure (which was managed via aspirin therapy postoperatively).

Event description:
Further review of the literature article found that though the solitaire is mentioned in the article, the article states that in this study, "all cases were performed via clot aspiration, and a stent was not necessary in any of the procedures." MDR decision corrected to not reportable. No additional supplemental reports are required.

Manufacturer narrative:
B5 updated with corrected information. MDR decision corrected to not reportable. No additional supplemental reports are required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.